Event description:
It was reported by the patient that a couple months prior the patient had an incident and their device shut down. Also that something hit the patient¿s nerves and was causing their heart to act up and it went on for 2-3 minutes. The patient indicated they were hospitalized for several days and the device was checked and that the patient¿s thyroid was effecting their heart. The patient also reported that they are still coughing because of their heart. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076 implantable pacing lead 2004 (B)(6). (B)(4).